Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer stated that, her battery in her pump was lasting only for 5 to 6 hours and then it starts ringing. Customer stated that, they did not receive a low battery alert prior to the replace battery now alarm and there were no unattended alarms received. Troubleshooting determined that, the insulin pump should be replaced. The insulin device will be returned for analysis.